Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events were confirmed based on medical records provided and information available up to date. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per medical record review, "approximately 3 years and 8 months post-implantation, the patient was readmitted for exacerbation of congestive heart failure with worsening shortness of breath and chest discomfort. Aortic valve mobility is mildly restricted. Velocity has mildly increased. There is mild stenosis, and mild to moderate regurgitation." Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In addition, restricted leaflet motion develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Restricted leaflet motion may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the previous endocarditis likely served as the initial catalyst, inflicting structural damage and fibrosis that acted as a foundation for mineral deposition. This degradation was further intensified by the patient's significant comorbidities: chronic kidney disease and type ii diabetes promoted rapid calcification and inflammatory tissue remodeling, while hyperlipidemia and hypertension accelerated lipid infiltration and mechanical wear. These factors transformed the flexible biological leaflets into rigid, dysfunctional structures, ultimately leading to the reported leaflet restriction with central regurgitation. Available information suggests that patient factors (endocarditis, pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Update to b5.

Event description:
The field clinical specialist reported that endocarditis was ruled out, and a successful valve-in-valve procedure was performed using a 26 mm sapien 3 ultra resilia valve.

Event description:
Per the field clinical specialist (fcs), approximately three years and seven months post-tavr procedure using a 29mm sapien 3 valve, the valve is failing due to aortic regurgitation. Follow up received from the fcs indicated that the ar is central and may be due to halt. Per medical record review, approximately 3 years and 8 months post-implantation, the patient was readmitted for exacerbation of congestive heart failure with worsening shortness of breath and chest discomfort. The patient had been hospitalized previously for pre-procedural workup for a scheduled valve-in-valve tavr on (B)(6) 2025. Due to the chf exacerbation, likely secondary to severe aortic insufficiency, the cardiology team advanced the procedure date to (B)(6) 2025. Additional information received from the fcs that the pacemaker lead was explanted due to endocarditis. For now, this patient will not be having another thv being placed. Per the valve clinical coordinator (vcc), the patient had his aicd explanted yesterday for possible infected lead. He has questionable endocarditis; his valve has not been explanted at this time.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
After further clinical review, the engineering findings have been updated and supplemental report is being submitted: correction to h11. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events were confirmed based on medical records provided and information available up to date. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per medical record review, approximately 3 years and 8 months post-implantation, "the patient was readmitted for exacerbation of congestive heart failure with worsening shortness of breath and chest discomfort. Aortic valve-mobility is mildly restricted. Velocity has mildly increased. There is mild stenosis, and mild to moderate regurgitation." Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In addition, restricted leaflet motion develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Restricted leaflet motion may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the patient had vast comorbidities (e.g. Hypertension, hyperlipidemia, type ii diabetes mellitus, chronic kidney disease stage iii, and hypothyroidism, etc.), which are known factors that may increase the risk of early valve/leaflet degeneration, leading to leaflet motion restricted and stenosis as reported. Available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.